Manufacturer narrative:
37714 ipg implanted (B)(6) 2013; 3778-60 lead implanted (B)(6) 2013; 3778-60 lead implanted (B)(6) 2013; 37754 neuro sensor implanted unknown; 37746 neuro programmer implanted unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.